Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead became dislodged and was explanted. It was replaced with a non-boston scientific lead. No adverse patient effects were reported.